Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: fm was on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 20ga insyte autoguard IV catheter unit within an undamaged opened package from lot number 8176536. All components were present and the needle/hub assembly was fully retracted into the barrel. In addition, four photographs were submitted which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation of the unit, a clear foreign matter and clear strands at and near the tip of the catheter tubing were observed. Further spectral analysis was performed which established that the foreign matter in this incident was most likely cellulose and lignin. There was also presence of silicone which is used in the lubrication process of the catheter and is a known non-foreign. The reported issue was confirmed. The foreign matter was confirmed to contain cellulose, lignin and silicone 360. Silicone 360 is expected to be found on the catheter and is not considered to be a foreign matter. Cellulose and lignin are a part of the terry wipers used for surface cleaning in the manufacturing areas. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the tip. This was discovered before use. The following information was provided by the initial reporter: fm was on the catheter tip.